Event description:
It was reported that the right atrial (ra) lead became dislodged. The lead was explanted and replaced. There were no adverse patient consequences. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).